Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2024, the patient reported that after replacing her dexcom g6 sensor the previous day, she was not receiving cgm readings on the ilet device. At the time of the call, the patient¿s bg was 253 mg/dl, and therapy was scheduled to suspend within 45 minutes. The agent instructed the patient to manually enter her bg into the ilet to maintain insulin delivery. The agent reviewed the dexcom menu and confirmed the transmitter (sn: (B)(6) had more than three sessions remaining. The patient attempted troubleshooting steps, including switching between g7 and g6 menus and pairing the transmitter, but was unable to enter the sensor code. The agent advised waiting 20 minutes to see if the ilet would reconnect. On (B)(6) 2024 at 2:18 pm pst, the patient called back reporting continued lack of cgm readings and bg-run mode messaging on the ilet home screen. The dexcom g6 menu displayed ¿searching for transmitter.¿ the agent instructed the patient to restart the ilet, but the sensor still did not connect. The agent confirmed the transmitter sn from the app (B)(6) and guided the patient through pairing a new sensor and entering the correct sn. The patient successfully restored cgm readings and expressed satisfaction with no further questions. Issue identified: dexcom g6 pairing failure. No adverse health effects were reported beyond elevated bg (253 mg/dl) during troubleshooting. No ketone testing or professional medical intervention was required.